Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella 5.0 device for mechanical circulatory support. There was a failure to deliver the device due to patient anatomy and stenosis. An impella cp was used without issue. No patient harm was reported.

Manufacturer narrative:
The investigation for the reported delivery issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. The root cause of the delivery issue was patient condition. This report is being filed as part of a retrospective review of historical records.